Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was experiencing pocket stimulation, and the lead exhibited oversensing and a decrease in impedance. The device and lead are still in use. No further patient complications have been reported as a result of this event.